Event description:
The event is reported as: complainant states it was "like the valve was only open a very little bit." Urine did not flow properly into the bag. No pt injury reported. Pt's condition listed as fine.

Manufacturer narrative:
Device sample not received by MFR in time for this report.